Event description:
Drug/diluent: ropivicaine 0.15%. Fill volume: 550 ml. Flow rate: 10/ml/hr. Procedure: colorectal surgery. Cath place: paravertebral it was reported that the bolus button was stuck in the lowest position. When the pump was removed from the catheter and pt the button popped back up.

Manufacturer narrative:
Method: sample has not yet been received, but was reported to be available. Results: without the actual product, an analysis cannot be conducted. Conclusion: if add'l info pertinent to this event becomes available, I-flow will submit a follow-up report.